Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to connect a contact detach infusion set tubing with a t:lock cartridge. Reportedly, the customer attempted 7 times of connecting supplies prior to finding a compatible connection. Blood glucose (bg) was 550 mg/dl due to being disconnected from the pump for an extended duration while attempting to complete the load process. Bg was addressed with a manual injection and insulin delivery was resumed.